Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and two days after start of support, the patient experienced atrial flutter. Pressure was held steady; the patient was noted to be following commands, and the present treatment plan was continued. Two days following, the family elected to withdraw care noting the patient had become "neurologically inappropriate." The patient subsequently expired. Medical safety reviewed the event and noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.